Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found foreign material clogged in the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign material, the plastic distal end cover was deformed, the nozzle was clogged with reduced air and water coming out but after removing the nozzle, the air and water flow returned to normal. Additionally, due to a crack on the plastic distal end cover, the insulation resistance value at distal end does not meet the standard value, the plastic distal end cover was deformed, due to wear of the angle wire, the bending angle in the up, down, left, right direction does not meet the standard value, and the image guide protector had a scratch, the scope cover had a scratch, the grip had a scratch, the scope cylinder was shaved, the forceps channel port was shaved, the switch 1 had a scratch, the indication on switch 4 was unclear, the indication on switch 5 was unclear, the control unit was sticky, the control unit was shaved, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the light guide cover glass had a scratch, the scope connector cover unit had a scratch, the plug unit had a scratch, and the scope connector unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no air and or water coming from the nozzle, and the plastic distal end cover was chipped off and broken. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found within the nozzle, the air and water volume became low due to clogging in the nozzle. The foreign material was found at the plastic distal end cover and the auxiliary channel. Additionally the plastic distal end cover was deformed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.